Event description:
The user facility reported that a water hose from a system 1e processor had separated, resulting in leakage; a floor drain was present in the room where the processor was located. User facility personnel shut off the water supply and no injuries, property damage, procedural delays or cancellations were reported.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#(B)(4)).

Manufacturer narrative:
A steris service technician went on-site and was advised the factory crimp fitting at the pre-a&b filter inlet connection had separated. Facility personnel had repaired the connection and secured with a worm clamp. The technician installed a new barb fitting secured with a worm clamp, ran a test cycle and returned the unit to service. Investigation of this event is in process; a follow-up report will be filed when additional information becomes available.